Manufacturer narrative:
Updated data: b5. A fourth paragraph was added. H6. The system reported dcs was discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, valvular stenosis, high gradient, and valve calcification were observed. The valve was initially implanted into the patient¿s native annulus. The mean gradient before the valve was implanted was 45 millimeters of mercury (mm hg), and after the valve was implanted the mean gradient was 7 mmhg. The implant depth on the non-coronary cusp (ncc) was 11 millimeter¿s (mm), and the implant depth on the left coronary cusp (lcc) was 11.5 mm. No patient complications have been reported as a result of this event. Information was initially reported, but not captured in the above event narrative: the medtronic valve had been implanted for more than four years, four months at the time valve issues presented. It was noted the valve was erroneously implanted at a deep position; however, no further details were provided. Additional information was received that during the initial implant procedure of the valve, the physician inadvertently deployed the valve at an implant depth of 11 mm on the ncc and 11.5 mm on the lcc. Additional information was received to report the deep implant depth contributed to the valve's performance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, valvular stenosis, high gradient, and valve calcification were observed. The valve was initially implanted into the patient¿s native annulus. The mean gradient before the valve was implanted was 45 millimeters of mercury (mm hg), and after the valve was implanted the mean gradient was 7 mmhg. The implant depth on the non-coronary cusp (ncc) was 11 millimeters¿ (mm), and the implant depth on the left coronary cusp (lcc) was 11.5 mm. No patient complications have been reported as a result of this event.

Event description:
It was reported that following the implant of a transcatheter valve, valvular stenosis, high gradient, and valve calcification were observed. The valve was initially implanted into the patient¿s native annulus. The mean gradient before the valve was implanted (B)(6) millimeters of mercury (mm hg), and after the valve was implanted the mean gradient was 7 mmhg. The implant depth on the non-coronary cusp (ncc) was 11 millimeter¿s (mm), and the implant depth on the left coronary cusp (lcc) was 11.5 mm. No patient complications have been reported as a result of this event. Information was initially reported, but not captured in the above event narrative: the medtronic valve had been implanted for more than four years, four months at the time valve issues presented. It was noted the valve was erroneously implanted at a deep position; however, no further details were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evprop2329us, product ID: d-evprop2329us, serial/lot: unknown, use by date: unknown, UDI: unknown. Updated data: b5. H6. H11. Corrected data: b3. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the initial implant procedure of the valve; the physician inadvertently deployed the valve at an implant depth of 11 mm on the ncc and 11.5 mm on the lcc.